Event description:
It was reported that the customer experienced unexplained high blood glucose levels and wondered if the insulin pump was erratic. The blood glucose reading was 353 mg/dl, and after lunch and an insulin correction, the blood glucose reading rose to 455 mg/dl two hours later. The customer complained of thirst. She also reported that she had been hospitalized 6 times in the past but had never reported the events. The last hospitalization was over a year prior, but she did not recall the dates of the admissions. The blood glucose reading at the time of one of the hospitalizations was 24 mg/dl. She did not recognize the onset of low blood glucose levels. She was kept overnight due to the lump on her head and hypoglycemia. She was advised to change the entire infusion set, reservoir, and insulin. She was unable to perform troubleshooting due to lack of tubing clamps, which she was advised would be sent. She felt as if there could be an issue with the insulin pump's software. None else noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.